Event description:
Customer reportedly obtained a result of 227 mg/dl on the advantage system. She then ate breakfast and took 50 units of humulin 70/30 based on 227 mg/dl result. Customer reports within minutes she was experiencing hypoglycemic symptoms and needed assistance from her husband in consuming food to elevate her blood glucose. Requested return of suspect system and replacement was sent.